Event description:
Information received by medtronic indicated that the customer received a pump error 63. It was reported that the customer alarm occurred during the basal delivery. Troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The pump was returned for analysis.

Manufacturer narrative:
S/w version 4.11e . Retainer ring = black . Case type = ngp . Customer returned pump for alleged pump error 63 found on (B)(6) 2023. Pump passed displacement test. Pump failed self test due to pump error 63. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2023 at time 11:09:39.000 due to hardware anomaly. Verified the pump alarmed pump error 54 (line number: 1421 file number 32122) on (B)(6) 2023 at time 06:57:18.000 due to software anomaly. Verified the pump alarmed pump error 3 on (B)(6) 2023 at time 06:57:20.000 due to hardware anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 63 was confirmed during analysis due to hardware anomaly. Pump error 54 was confirmed in the history files due to software anomaly. Pump error 3 was confirmed in the history files due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63. It was reported that the customer alarm occurred during the basal delivery.  Troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.